Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer, scratched case, stained keypad overlay, missing serial number label, missing end cap address label, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Information received by medtronic indicated that retainer ring was broken off. Reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.